Manufacturer narrative:
D10 concomitant devices 8003354 204-01-03 - ps cemented femoral sz 3 1705044 204-04-33 - trapezoid tibial tray sz 3f/3t 1793794 204-32-01 - fluted stem extension 11l x 12 mm 1767250 204-70-00 - tibial stem ext. Screw 1656853 201-78-15 - holding pin mini sharp point 4 pk 1721704 201-78-81 - 3"" trocar, mod. Hex 2pk 1721714 201-78-81 - 3"" trocar, mod. Hex 2pk 02071 203-96-03 - (11-2216) saw blade new stryker (.050) 94125 203-96-10 - (11-2325) stryker 2000 90x13mm .050"" 1.27mm 04181 203-96-21 - (11-2714) stryker 2000 90x13/21x 1.9mm the product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 11 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Correction: please disregard this report as it was reported in error. Event is reported under #1038671-2024-04482.